Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to reported that insulin pump alarmed check settings. Customer also reported a low blood glucose level of 32 mg/dl, and a high blood glucose level of 407 mg/dl. Customer stated that her dawn effect and a combination of stress and not being on her pump caused the issues with her blood glucose levels. Nothing further reported.